Event description:
During posterior spinal surgery a leksel rongeur broke. All pieces were retrieved. Flat plate x-ray taken during closure and read as negative for foreign bodies by radiologist prior to completion of closure.